Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a corroded battery tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm and watchdog timeout alarm. The customer reported that the insulin pump had time difference from actual time. The customer reported that the insulin pump would lose time. The customer's blood glucose was 134 mg/dl at the time of incident. The customer performed self-test and the insulin pump passed. The customer stated that the no delivery alarm was resolved by a complete set change. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.